Event description:
Additional information from a healthcare professional via psr (product surveillance registry) was received. It was reported the catheter was spliced on (B)(6) 2015. As of (B)(6) 2015, the event resolved without sequelae.

Event description:
Additional information was received from a physician via psr and on (B)(6) 2015 there was no change in the patient's daily dose. On (B)(6) 2015, an 8% increase in the daily dose was made and the patient was receiving baclofen at a dose of 70.09 mcg/day and dilaudid at a dose of 7.009 mg/day.

Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2014, product type: pump. (B)(4).

Event description:
Information was received from a healthcare professional via psr (product surveillance registry) in regards to a patient who was being treated with compounded baclofen intrathecal (250 mcg/ml; 64.98 mcg/day; lot # not provided) and dilaudid intrathecal (25 mg/ml; 6.498 mg/day). The patient was also allowed patient activated doses of 8 mcg of baclofen and 0.8 mg of dilaudid; the maximum number of doses/day was 8. The patient's indication for device/therapy use was malignant pain. The patient's medical history or additional medications taken at the time of the event were not provided. The pump was last changed on (B)(6) 2015 and last examined on (B)(6) 2015. On (B)(6) 2015, the patient was seen during an unscheduled clinic/office visit where the patient was feeling sick, experienced increased pain and shakiness. The clinical diagnosis was withdrawal symptoms. On (B)(6) 2015, the pump logs were read and there were no abnormalities. A catheter access port (cap) contrast study was performed on (B)(6) 2015 (also discrepantly reported as (B)(6) 2015) which showed a catheter occlusion and a catheter fibrosis. The etiology of the event was related to the device or therapy and not related to the implant procedure. The specific device involved was the entire catheter. There were no actions taken. The outcome of the event was ongoing as of (B)(6) 2015. Additional information has been requested, but it was not available at the time of this report. Additional information received on (B)(6) 2015 indicated the spinal segment was replaced. The date and details of the explant were not provided.

Manufacturer narrative:
Analysis of the catheter, model# 8781, serial# (B)(4), found a body catheter kink near the anchor. No occlusion was seen during pressure testing (when catheter was bent to a narrow radius. Furthermore, one side of the collet was found not to be fully locked. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the patient reported nausea, headache, shakiness, and increased pain on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.